Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. In event details indicate "no additional information could be provided" but could you please confirm: what is the current condition of the patient? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a lateral episiotomy procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture pulled off the needle after finishing the first stitch. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional information: h4, h6. A manufacturing record evaluation was performed for the finished device am6342 number, and no non-conformances were identified. Additional information was requested and the following was obtained: what is the current condition of the patient? - the patient has already discharged from the hospital.